Event description:
The customer reported to olympus during a unknown procedure, high intensity trigger failed on the visera elite xenon light source. Upon inspection and testing of the customer returned device, connection failure occurred. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage, the scope detection slide was faulty, a faulty scope socket, light control failure and needs a switch upgrade and had a non-olympus lamp at 0 or more hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the failure of the high intensity trigger. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the endoscope detection slide was not working. Olympus will continue to monitor field performance for this device.